Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to take the charge and boot up and was found to be perpetually rebooting. The receiver case was opened and the u1 pcba was detached to retrieve the receiver log. During log review no errors related to the complaint were found within the investigation window. The receiver functional test was attempted but could not be performed .the receiver case was opened for interior inspection and passed. The reported event that the receiver ceased to function could not confirmed. The root cause could not be determined.